Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and mesh was implanted. Following the procedure, the patient experienced ongoing abdominal pain and a laparoscopy was performed. An inflammatory exudate, gelatinous in appearance, was noted to be hanging from the mesh implant during the laparoscopy. It was also reported that beneath this exudate there was a small bowel with adhesions and small white spots, samples of which were sent to pathology. The decision was made to remove the mesh. Additional information has been requested.